Manufacturer narrative:
Upon further discussion with FDA, the events initially reported in this summary report are not considered malfunction events, and are serious injury events. Therefore, individual reports have been submitted for the events previously summarized in this report. This summary report now reflects zero events and can be disregarded/deleted/removed.

Manufacturer narrative:
This report summarizes 8 malfunction events. 8 events were due to loss of osseointegration ((B)(4)). In 7 events, there was no device problem found during evaluation (evaluation results code: 213). In 1 event, no result was available because no evaluation could be performed (evaluation results code: 3221). In 8 events, these are known inherent risks of the procedure. In 1 event, the device failure was found to be related to the patient's condition.

Event description:
This report summarizes <noe> 8 </noe> malfunction events. This report summarizes 8 malfunction events in 2q 2020 where patients' experienced endosseous dental implant failure. Of these events there were: 3 events where infection occurred. 1 event where a patient experienced osteolysis. 1 event where inflammation occurred. 1 event where erosion occurred.